Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder, smoker, inadequate bone quality/quantity, mobility. Same patient as (B)(6).